Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal had a tear on the jaw cover. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have tearing. Tears measure from 0.017" to 0.351¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing. The complaint was confirmed by failure analysis.